Manufacturer narrative:
Concomitant medical products: 1458q86 st. Jude lead, implanted: (B)(6) 2013, cd3249-40q st. Jude device, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead and the right atrial (ra) lead were removed and replaced due to an infection. No further patient complications have been reported as a result of this event.